Event description:
It was reported that the patient's leads exhibited high impedances resulting in ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 20205, where the lead was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.